Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). ¿the homechoice patient at home guide instructs the user on how to properly take an effluent sample from the solution that has been drained from the peritoneal cavity during regular drain.¿ replaced with ¿directions for use of the product states the following: ¿after infusing, ensure both clamps on the disposable y-set and the on-off clamp on the transfer set are closed.¿ should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient identified a leak after use of an ultraset for continuous ambulatory peritoneal dialysis therapy. The patient did not close both clamps and the solution leaked out of the ultraset. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient did not close the clamps on a line and caused a leak. The homechoice patient at home guide instructs the user on how to properly take an effluent sample from the solution that has been drained from the peritoneal cavity during regular drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.